Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that infusion set was too short and was easily pulled which caused high blood glucose of 600 mg/dl. Customer also reported blood at site. Customer requested longer infusion set.